Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn and unspecified allergy. The concomitant medications included unspecified pills, as needed for unspecified allergy and unspecified medication, as needed for heartburn. On an unspecified date, the consumer started using o.b non-applicator tampons, once an hour, about ten tampons a day during menstruation and she changes them every time she urinate (route-vaginal, lot number 3201m4451, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, she noticed that the tampon fell apart when she removed it out and she developed yeast infection. She stated that the tampons broke apart and a piece of tampon stuck inside her vagina. On (B)(6) 2012, she visited emergency room, consulted health care professional and was treated with monistat 3 (miconazole). She underwent unspecified screening and was tested for yeast infection and the result was unknown. She stated that she was treated with unspecified medication in (B)(6) 2012 and (B)(6) 2012 for yeast infection. She also stated that in the past three months she experienced same events while using tampons. She mentioned that she was using the device from past twenty years. She continued to use the device. After an unspecified duration, the events resolved. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013: lot number provided was valid. The returned sample was received on (B)(6) 2013. The sample contained 14 sealed and one package of o.b non-applicator tampons lot number 3201m4451. The manufacturing and packaging batch record review revealed that the process was executed as per established parameters and procedures. All in-process checks were performed with acceptable results. No incident in regards to process deviations or any atypical situation that might be associated to this type of complaint was observed. Visual inspection of the returned tampons confirmed that no nonconformance or manufacturing defects related to these categories were present. Based on complaint returned sample inspection and absence of trends, there was no evidence to confirm that the device failed to meet the specifications. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4)2013. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2013, from a (B)(6) female consumer reporting on self from the united states. The medical history included heartburn and unspecified allergy. The concomitant medications included unspecified pills, as needed for unspecified allergy and unspecified medication, as needed for heartburn. On an unspecified date, the consumer started using o.b non-applicator tampons, once an hour, about ten tampons a day during menstruation and she changes them everytime she urinate (route-vaginal, lot number 3201m4451, expiration date unspecified). After an unspecified duration, on (B)(6) 2012, she noticed that the tampon fell apart when she removed it out and she developed yeast infection. She stated that the tampons broke apart and a piece of tampon stuck inside her vagina. On (B)(6) 2012, she visited emergency room, consulted health care professional and was treated with monistat 3 (miconazole). She underwent unspecified screening and was tested for yeast infection and the result was unknown. She stated that she was treated with unspecified medication in (B)(6) 2012 for yeast infection. She also stated that in the past three months she experienced same events while using tampons. She mentioned that she was using the device from past twenty years. She continued to use the device. After an unspecified duration, the events resolved. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.